Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. The physician completed isolation of the pulmonary veins and began the ablation of the isthmus in the right atrium with the therapy cool flex ablation catheter. During ablation, a steam pop was noted. Two minutes later, the pt became hypotensive and an echocardiogram revealed a cardiac tamponade. The physician performed a pericardiocentesis, which stabilized the pt. The physician indicated there were no performance issues with sjm devices.